Event description:
Home patient (hp) reported a system error alarm 2240 during the drain phase of treatment when the pt line of homechoice set accidentally became disconnected from transfer set. There was no pt injury or medical intervention reported.